Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a lumbar interbody fusion procedure in a patient diagnosed with l4 spondylolisthesis. It was reported that l4 set screws idled and the final tightening could not be performed. After the event occurred, the rod reducer was used and the installation was succeeded. The steps of the success were that the extender was held with the rod being dropped into, and then the set screws were inserted. The reported screws were inserted into the patient's body through the extender once. There was no patient symptom reported.